Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician deployed the rx biliary stent in the patient's common bile duct, however, during deployment, the distal tip of the guide catheter broke off and remained inside of the stent and required the use of forceps to remove from the patient. The entire stent and delivery system was removed form the patient and the procedure was not completed due to this event. The patient was sent to surgery to have stones removed, however, the device malfunction was noted to be unrelated. There were no patient complications as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "fine."

Manufacturer narrative:
A visual evaluation was performed and found the guide catheter was detached. The detached guide catheter was kinked and bent in several locations throughout. The push catheter and pull wire were kinked in several locations. The stent was free of any obvious kinks or bends. A functional evaluation for stent deployment could not be performed due to detached guide catheter. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device. With the catheters and pull wire bound by kinks and bends, the device would become difficult to deploy the stent. Continued effort to deploy the stent would ultimately cause guide catheter detachment. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician deployed the rx biliary stent in the patient's common bile duct, however during deployment, the distal tip of the guide catheter broke off and remained inside of the stent and required the use of forceps to remove from the patient. The entire stent and delivery system was removed from the patient and the procedure was not completed due to this event. The patient was sent to surgery to have stones removed, however, the device malfunction was noted to be unrelated. There were no patient complications as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "fine".

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.